Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing tiredness. The pulse generator exhibited inappropriate rate increase, the device was reprogrammed. The patient was then asked to walk four sets of stairs after the reprogramming was performed; the patient stated feeling happy with the device setting changes. The device was explanted and replaced on (B)(6) 2012 for unknown reasons.